Event description:
It was reported that the customer's insulin pump has damage to the reservoir compartment, it was mentioned that it was deteriorating. Customer's blood glucose level was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.